Manufacturer narrative:
The plant investigation has not yet been completed. A follow-up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported a blood leak occurred during treatment. The leak was visually observed. The machine alarmed, test strips were used and tested positive. Estimated blood loss was 200 ml's. There was no damage identified on the dialyzer. Pt had no adverse effects. The sample was discarded.